Manufacturer narrative:
Additional information can be found in the following sections: b4, g4, g7, h1, h2, h3, h8 and h10. Correction - the initial MDR incorrectly had the suction irrigator instrument listed in the analysis and conclusion. The tenaculum forceps should have been the instrument captured in the (h10) field as that is the instrument associated with the reportable complaint record. 4316 - intuitive surgical, inc. (Isi) received the tenaculum forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed that that the cable of the instrument broke. The instrument was found to have a broken pitch cable at the distal end and the broken cable segment that contains the crimp is missing from the clevis and was not returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The suction irrigator instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported during a da vinci-assisted procedure that a cable broke off the tenaculum forceps instrument and fell into the patient. The surgeon immediately retrieved the broken fragment and completed the procedure with a back-up instrument. Completed follow-up with the robotics coordinator (roco) who verified the issue listed above occurred. The roco also confirmed that the surgeon completed the procedure with no further complications and there was no report of patient injury nor harm.